Manufacturer narrative:
Seven (7) samples were returned for investigation. The provided calibration and qc data is acceptable. Differences in results and reference ranges from tsh assays by different manufactures, in this case siemens centaur, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). [(B)(4)].

Event description:
The initial reporter stated that they received discrepant results for 7 patient samples tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 assay and refer to the patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2019. The samples were repeated on a siemens centaur analyzer. The samples were provided for investigation where they were tested on a cobas 8000 e 602 module on (B)(6) 2019, a cobas e 411 immunoassay analyzer on (B)(6) 2019, and a second e 801 analyzer on (B)(6) 2019. It is not known which samples were tested on the investigation e 801 analyzer on (B)(6) 2019 or which were tested on (B)(6) 2019. No adverse events were alleged to have occurred with the patients. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 602 analyzer used for investigation is (B)(4). Tsh reagent lot number 373386, with an expiration date of 30-jun-2019 was used on this analyzer. The serial number of the e 411 analyzer used for investigation is (B)(4). Tsh reagent lot number 373386, with an expiration date of 30-jun-2019 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number 386646, with an expiration date of 31-may-2020 was used on this analyzer.